Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results compare to hospital blood glucose test results. Customer stated that is feeling well during the call. The customer feels well and did not report any symptoms. Customer was concern with results of 198mg/dl obtained of the truetrack meter; customer stated that was at the hospital on (B)(6) 2016 because this high result; customer tested at the arrive time and obtained results 108mg/dl within the expected customer range (98mg/dl-125mg/dl); customer treated IV fluids; customer was discharged; no other information provided. The customer's expected fasting blood glucose test result range is 98-125 mg/dl. The product is stored according to specification. The test strip lot manufacturer's expiration date is 12/25/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6).